Event description:
Information was received indicating the patient was being referred for battery replacement due to battery depletion. Implant card was received confirming the patient received a replacement due to battery depletion, however the return product form was received stating they were unable to interrogate the device. During follow-up with the surgeon, the reported failure to interrogate was confirmed invalid as it was indicated the person filling out the form was not present in the or. Product analysis (pa) on the generator that was explanted was performed. The reported allegation of ¿failure to interrogate¿ was not duplicated in the pa lab. The pulse generator was interrogated at multiple orientations adjacent to the programming wand. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.754 volts as measured during completion of the final electrical test, shows an ifi=yes condition. The data in the diagaccum consumed memory locations revealed that 89.702% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Clinic notes for the patient were received in which is was indicated that prior to the battery replacement, the battery was found to be depleting and patient indicated she has had an increase in seizure activity in associated with the depletion of the battery. During attempt to speak with the neurologist, it was indicated by his nurse that the patient did not report any increase in seizures to the neurologist therefore no assessment could be made. Information was received from the surgeon who reported the event in the clinic notes that an assessment regarding the reported increase in seizures was not available as this would need to come from the neurologist who checks the patient's device and that they only note what the patient reports to them. No additional relevant information has been received to date.